Manufacturer narrative:
Exemption number e2015048 - this MDR is part of the 227 pilot program. Biomérieux internal investigation was conducted for the patient isolate received from the customer. Identification of the organism was confirmed as pseudomonas aeruginosa. Ast testing included: vitek® 2 ast-gn73 (customer lot and a random lot): ceftazidime mic <=1 s, cefepime mic <=1 s, tzp mic <=4 s - agar dilution (ad): ceftazidime mic = 2 s, cefepime mic = 2 s, - broth microdilution (bmd): ceftazidime mic = 2 s, cefepime mic <=2 s, tzp mic=16 s the investigation reproduced the customer's vitek® 2 results, and were confirmed accurate via the reference methods used for vitek® 2 antibiotic development. The investigation did not confirm antibiotic resistance as indicated by the customer's alternate method of testing. The vitek® 2 ast-gn73 cards are performing in accordance with specifications. H3 other text : device not returned to manufacturer.

Event description:
This report summarizes 1 malfunction event. A customer in the united states contacted biomerieux to report a false susceptible ceftazidime, pip/tazo and cefepime results in association with the vitek 2 ast-gn73 test kit. The tested isolate is pseudomonas aeruginosa. Repeat testing yielded the same results. The isolate was sent to a reference laboratory (arup) and tested via broth microdilution (trek). The results obtained for the referenced antimicrobials were resistant. The results from arup were reported to the physician. The discrepant vitek 2 ast-gn73 results did not impact patient treatment decisions. The customer also sent the isolate to the local (B)(6) hospital laboratory for testing via microscan. Results obtained were susceptible for ceftazidime and pip/tazo. There is no indication or report from the hospital or treating physician to biomerieux that the organism misidentification led to any adverse event related to the patient's state of health. Culture submittal was requested by biomerieux for internal investigation. An internal biomerieux investigation was initiated.